Event description:
The original complaint received states that during repair of a shunt anastamosis, the balloon was unable to cross over the lesion. The product was removed from the patient and another balloon was used to successfully complete the procedure. There was no report of product malfunction or injury to the patient. The product was returned for evaluation and testing and showed that the balloon had been inflated and had ruptured. Follow up with the affiliate confirmed that the correct balloon was sent for evaluation and the affiliate confirmed that this balloon did not rupture in the patient

Manufacturer narrative:
The intended procedure was angioplasty of a shunt anastamosis. The vessel was neither calcified nor tortuous. Per report, the slalom thrill balloon catheter was unable to cross the lesion. The product was returned for analysis. Evaluation revealed that the balloon had been inflated and had a tear. Follow up with the reporter confirmed that the correct balloon was sent for analysis and that this balloon did not rupture in the patient. However, the balloon was inflated prior to use during prep. Analysis performed on the outer surface of the balloon material revealed no evidence of surface abrasions that might have caused the balloon tear, however, the tear edges of the balloon had a billowing condition, indicating that the balloon was burst above its rated burst pressure. With the information provided, the exact cause of the failure to cross and balloon tear could not conclusively be determined, however, procedural factors may have contributed to the event. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.